Event description:
Information from (B)(6) clinical database. Treatment of an intracranial aneurysm (ia). Post pipeline procedure, it was reported that patient had difficulty finding words and a right hemiplegia. An angiography on the patient showed a small amount of thrombus within the construct of the pipeline. The patient had a left frontal-parietal infarction and was put on reopro. The issues subsequently resolved and no other complications were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation because it was implanted in the patient.(B)(4)